Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 450 mg/dl while wearing the pod. Symptoms reported include stomach sickness, vomiting and feeling stinging inside their body. Once at the hospital the patient was treated with intravenous fluids and insulin. The patient was discharged from the hospital the following afternoon.